Manufacturer narrative:
It was documented that the customer called simply to report that the unit has failed and that they will repair it and need nothing at all from philips. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported alarm check vent proximal pressure sensor zero failed. The ventilator was in clinical use at the time of the alarm and no harm reported.